Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The customer stated that the failure was isolated the main board. The device has been received at the manufacturing plant and is currently undergoing investigation. If new information is identified related to the reported failure, a supplemental report will be provided.